Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, it was indicated that the patient was complaint of increasing pain and x-ray revealed that the cup had medialized resulted in subluxation of the femoral head. The patient was then revised for right tha cup failure. Operative notes reported that it was notice that the cup was loose and the screw was also loose. It was also noted that 900 ml blood loss with 4 units of prbc transfusion. Doi: (B)(6) 2008; dor: (B)(6) 2008; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.